Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient was admitted to the hospital on (B)(6) 2026. The doctor attempted a catheter access port (cap) procedure on (B)(6) 2026 and she was unable to aspirate the catheter. The patient was referred to neurosurgery on (B)(6) 2026. The spinal catheter was accessed first. The anchor site catheter seemed to be impeded by tissue, potentially causing stricture. The catheter was cut proximal to the anchor and cerebrospinal fluid (csf) was successfully aspirated from the spinal segment. The new pump segment was connected to the existing spinal segment. The cap procedure was successfully performed again from the pocket.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that the patient had increased tone and dyskinesia movements. The managing physician attempted a catheter access port cap dye study on, but was only able to pull back a very small amount of fluid, less than volume of catheter. The patient was then sent to operating room for a pump and catheter revision. The surgeon accessed the spinal segment and cut catheter proximal to the anchor. Cerebrospinal fluid csf return was seen. The entire pump segment plus partial spinal segment was replaced in addition to pump as eri was coming up, no complaints on pump function.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2026. Product type catheter pro duct ID 8780. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-aug-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 09-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.